Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "too high psi result test." No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good condition. The customer's reported problem was "too high psi result test". Inspection of the pump's event log revealed no evidence of high pressure. Evaluation testing consisted of powering on the pump, attaching cassette test pump, and visual inspection. The reported problem was duplicated. The pump failed the psi test. Sensor testing found the downstream sensor alarm (dso) values to be outside manufacturing specification. The dso and mp board were replaced. The visual inspection found a scratched lens. What caused the reported problem is unknown. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.